Manufacturer narrative:
D.9 date device returned/information was added. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26381. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26381 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 medical device problem code 2682 was inadvertently omitted on the follow up 1 manufacturer device report number 1220648-2025-26381-1.

Manufacturer narrative:
The investigation for the introducer damage has been completed. No product was returned and logs are not applicable. The root cause of the introducer damage was most likely a sheath kink due to the patient's tortuous vessels.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. During the procedure for protective pci, the distal end of the 14frx25cm peel-away sheath kinked. The physician was able to manipulate the equipment around the kink and finish the procedure with no harm to the patient. The impella cp device was removed at the end of the case. Perclose x 2 and manual pressure held to achieve hemostasis, and the patient was transferred to the unit for postop monitoring.